Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during drain. The baxter technical services representative explained the alarm and possible causes. The cg did not know if the home patient (hp) was connected at the time of the alarm as the hp had disconnected by the time the cg reached her. The cg would contact the peritoneal dialysis nurse. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She did not recall the event at all, but stated that her therapy had been going well since. There were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(6) 2012. The patient had not contacted her about the alarm, so no further information was available regarding this event. The nurse stated that the patient was continuing therapy on the homechoice and had not reported any issues or adverse effects to her. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.